Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that a patient presented to clinic for follow up. The right ventricular (rv) lead was removed due to an infection. It was noted that the proximal end of the rv lead was broken. The patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The reported event of broken proximal end of the lead was confirmed. Visual inspection of the lead found that the connector pin and connector cap were pulled out of the connector assembly along with the inner coil due to excessive forces which is consistent with procedural damage.